Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported, during the procedure of a 26 mm sapien 3 ultra valve in the aortic position via transfemoral approach, the skirt-side stent strut was bent backward during insertion. Unable to recapture stent in tip of esheath. A cut down on the right common femoral artery was performed to remove all device as a unit. The tavr procedure was aborted. There was no report of patient injury.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information base on the device evaluation. The following sections of this report have been updated: corrected h.3 device evaluated by manufacturer and investigation conclusions added new information to h.6 type of investigation and investigation findings. The sapien 3 ultra valve was returned to edwards lifesciences for evaluation. The following was observed: one (1) strut bent approximately 45 degrees at inflow; frame was slightly distorted; bent strut at inflow near c3; multiple struts exposed through skirt, and it was normal after crimped and used; leaflets were wrinkled and dehydrated due to storage condition (prolong crimping) during the return handling process. The 3mensio imagery was provided and calcification of right access vessel was observed. During manufacturing of the sapien 3 ultra valve, the sapien 3 ultra valve and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A review of the lot history revealed no other similar returned complaints for the trend categories. However, no manufacturing non-conformances were identified during the investigations of the similar complaints. The instructions were reviewed instruction for use (IFU) for commander delivery system with s3u, device preparation manual, procedural training manual and no IFU/training deficiencies were identified. The procedural training manual provides guidance on during delivery system insertion through sheath, correctly orient the delivery system and check the position before insertion. Orient the delivery system with the flush port pointing away and the edwards logo facing up. Ensure delivery system is locked in default position. Maintain edwards logo up throughout the procedure to prevent kinking of the delivery system. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. In expectation of high friction, use short movements and push delivery system closer to sheath hub. In expectation of high friction, use short movements. Push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible. Be careful to not bend the proximal end of the sheath when inserting the delivery system through the sheath. If push force is too high or valve is initially stuck, zoom in and rotate the c-arm to ensure valve and sheath are not damaged. If damaged, retract valve in sheath slightly. Remove valve and sheath together as single unit and replace. If push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system. If push force is too high or valve is still stuck, remove valve and sheath together as a single unit and replace. Do not over-manipulate the sheath at any time. No IFU/training deficiencies were identified. The complaint for frame damage was confirmed through the device evaluation. No manufacturing non-conformance were identified. Review of the DHR and lot history did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. A review of IFU/training materials revealed no deficiencies. In this case, 'during the procedure of a 26 mm sapien 3 ultra valve in the aortic position via transfemoral approach, the skirt-side stent strut was bent backward during insertion. Unable to recapture stent in tip of esheath. All devices were removed, as a unit, to be sent back for analysis'. Additionally, it was noted that resistance was believed to be experienced as the valve entered the tapered area and before it entered into the breakaway portion of the esheath. Per training manual, 'push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification', 'if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system', and 'do not over-manipulate the sheath at any time'. Per 3mensio, the patient right access vessel had presence of calcification. Presence of calcification can create challenging pathway during delivery system advancement, and lead to resistance and high push force. In this case, it is likely that resistance was encountered during the delivery advancement, and excessive force was applied to overcome the resistance, the valve caught and punctured through the sheath. Subsequently, additional manipulation and/or force could result in bent strut as observed these patients and/or procedural factors mentioned above, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of frame damage. CAPA has identified potential areas for s3u design/process improvement to mitigate against the failure. As such available information suggests patient factor (calcification) and/or procedural factor (high push force, excessive device manipulation) may have contributed to the complaint event. However, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. A product risk assessment (pra) was previously initiated to investigate the cause and assess the risks associated with valve frame damage. To address the issue, a corrective action preventative action (CAPA) was initiated to drive corrective actions. The valve from this complaint event was manufactured prior to corrective action. The CAPA has been initiated to capture further investigation and corrective/preventative action activities associated with insertion of the commander delivery system with s3u through the esheath resulting in frame damaged.

Event description:
As reported, during the procedure of a 26 mm sapien 3 ultra valve in the aortic position via transfemoral approach, the skirt-side stent strut was bent backward during insertion. Unable to recapture stent in tip of esheath. A cut down on the right common femoral artery was performed to remove all device as a unit. The tavr procedure was aborted. There was no report of patient injury.

Manufacturer narrative:
The investigation is ongoing.